Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer states the device makes a clicking noise during shift check and the display does not appear. This is consistent with a failure to power on. No pt involvement.